Event description:
Voluntary medwatch received states that the patient presented post implant procedure. The right atrial (ra) lead was capped for unspecified issue. There were no patient consequences.